Event description:
During a remote follow-up, pacemaker mediated tachycardiac (pmt) and a loss of capture (loc) were observed on the left ventricular channel of the device. The device was then reprogrammed to resolve the event. The patient is stable with no consequences.